Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Unit was received with all the accessories plus two inserts, fsi-sli 10 and a fsi-pwr 10, the fsi-sli insert is clogged getting very poor water flow, the fsi-power 10 works fine. Also the unit has intermittent tip vibration due to damaged and corroded hp pins, the hp cable water flow control does not adjust it properly.

Event description:
Based on the evaluation of the g136 unit was received with all the accessories plus two inserts-sli 10 and a fsi-pwr 10, the fsi-sli insert is clogged getting very poor water flow, the fsi-power 10 works fine. Also the unit has intermittent tip vibration due to damaged and corroded handpiece pins, the handpiece cable water flow control does not adjust it properly.